Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient had post-op bleeding and was brought back in the or to control the bleeding. The surgeon controlled it with bovie cautery on post-op day 11 and currently doing well.